Event description:
The ge oec 9900 fluoroscopy system had a power loss during a procedure. It was reported that the system made a popping noise prior to the malfunction. The system would not boot back up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found several open breakers. The breakers were reset and the system displayed a a to d channel 8 error. Several blown fuses were replaced as well as the power signal conditioner pcb and battery charger pcb. The system was tested and re-calibrated, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.